Manufacturer narrative:
The customer reported that the cns (central monitoring system) went into communication loss several times over the weekend. Nihon (B)(4) continues to investigate the reported event. Nihon (B)(4) will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the cns (central monitoring system) went into communication loss several times over the weekend.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the cns (central monitoring system) went into communication loss several times over the weekend. The customer was sent a software update cd. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.